Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70 serial #: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing leg weakness, swelling and the inability to move. It was also reported that the stimulator was not helping and was only making the pain worse. The physician did not believe it was due to stimulator placement. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient was experiencing leg weakness, swelling and the inability to move. It was also reported that the stimulator was not helping and was only making the pain worse. The physician did not believe it was due to stimulator placement. The patient will undergo an explant procedure.